Manufacturer narrative:
Concomitant medical products: - 3.2mm drill bit 20mm 1pk (cat# 101-05-20 / serial#:(B)(4) - element-stem, collared w/ha, std offset, sz 9 (cat# 164-03-09 / serial# (B)(4) - biolox delta femoral head 36mm od, -3.5mm (cat# 170-36-93 / serial# (B)(4) - nv crown cup clstr hole 54mm group 2 (cat# 180-01-54 / serial# (B)(4) - alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (b)4) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, this is a 77 y/o female patient with bilateral tha who is being seen for right hip pain. The right hip pain occurs at night, occurs with activity, and occurs with prolonged sitting. The right hip pain is described as aching and radiating and is associated with limited range of motion (rom) of hip, difficulty arising from a seated position, and stiffness. The right hip pain 5 out of 10 currently. After x-rays interpretation, the bilateral hip shows moderate lower lumbar arthritis, left hip shows mild arthritis of left hip; right hip shows exactech recall hip, no evidence of polyethylene wear or osteolysis; slight heterotopic bone the tip of the trochanter, evidence of a stent ring leg. Patient is under physical and occupational therapy. The event is still ongoing.

Manufacturer narrative:
H6. Investigation results- nv gxl lnr, +5lat, 36mm g2-52/54mm cups, with sn (B)(6) is a recalled device. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.